Event description:
Literature was reviewed regarding ¿the safety and effectiveness of the prostar xl closure device compared to open groin cutdown for endovascular aneurysm repair¿. The study period was over eight years. Multiple manufacturers products are mentioned within the article. Endurant stent grafts were implanted in the patient population. 258 patients were included in the study of which 58% had a non-mdt percutaneous closure device used at the access site. The following adverse events occurred in the patient population: wound infection, thrombosis, seroma, blood loss, pseudoaneurysm and re-operation, hematoma evacuation patient mortality was reported but there is no causal link that a medtronic stent graft caused or contributed to any deaths. No further information was provided in relation to a medtronic product.

Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿the safety and effectiveness of the prostar xl closure device compared to open groin cutdown for endovascular aneurysm repair¿. Hahl t, karvonen r, uurto I, protto s, suominen v. Vascular of endovascular surgery https://doi.org/10.1177/15385744231180663. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.